Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found on the catheter and leakage occurred from the crack. A 20 ml syringe was used for flushing. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter with an assembled connector was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed between the 43 cm and 44 cm depth markers, approximately 2.2 cm distal to the strain relief. Tensile weakness was observed in the catheter around the area of the leak. A microscopic observation revealed a longitudinal split at the location of the leak. The edges of the split were observed to be straight and mostly even with a smooth and granular surface texture. The surface texture of the split and tensile weakness surrounding the location of the split are characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. Suggested catheter maintenance procedures can be found in the product IFU. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found on the catheter and leakage occurred from the crack. A 20ml syringe was used for flushing. There was no reported patient injury.